Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib was evaluated and identified for potential replacement. It was determined that a system upgrade was required to complete the repair. No conclusive repair was performed. The system was returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.